Manufacturer narrative:
The insulin pump act button did not respond due to flattened button dome switch. No frozen screen noted. The insulin pump was unable to verify failed battery test alarm or low battery life due to button keypad anomaly. The insulin pump had cracked display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a failed battery test and the keypad was unresponsive. The customer's mother also reported that the insulin pump's battery life was shorter than usual even after receiving a replacement battery cap. Blood glucose level at the time of the incident was 135 mg/dl. The customer was advised that he would be sent a replacement battery cap. The insulin pump was not replaced or returned for analysis.